Manufacturer narrative:
The instrument was returned and evaluated. Complaint of broken tip cannot be confirmed. Insert does not have any broken pieces. Insert was returned installed on ace instrument under RMA 1045754. Instrument was installed on in-house is3000 system and driven. Clamp arm opened/closed fine. Additional observation not reported by site is a functional test failure. Harmonic handpiece and generator were used to perform a functional energy test. Generator producted an error message during test of harmonic energy (both max and min footswitch pedals). Functional test failure suggests a defect in the insert, but visual inspection shows no obvious damage to curved blade. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si hysterectomy procedure, during set up, the surgical staff reported seeing a broke tip on the harmonic ace curved shears insert accessory. No patient harm, adverse outcome or injury was reported.